Event description:
The hospital reported that while setting up for a saphenous vein harvesting procedure, the image on the endoscope was observed to be blurry. Another scope was used to complete the case. No patient complications were reported. On 4-11-2007, scholly assessment showed that there was condensation under distal window. This is a reportable failure mode.

Manufacturer narrative:
Investigation results: scholley assessment received on 4-11-2007, indicates leak test shows condensation under distal window.